Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flickering image; the light guide bundle of the insertion section was slightly interrupted and weakened; component failure of the universal cord and light guide bundle. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: noisy and flickering image was due to component failure of the universal cord. A root cause for the remaining malfunctions could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 (initial reporter establishment name)- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device screen becomes noised. The event occured during reprocessing. There were no reports of patient involvement.